Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer reverted to an alternate pump to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.